Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced recurring incontinence and cycling issues with an artificial urinary sphincter (aus). The physician did an ultrasound of the balloon and noticed there was not fluid in the system. A surgical procedure was performed in which the existing balloon was removed and replaced with a new component. The physician suspected the leak was a connection issue of the connectors. The patient fully recovered following the procedure.